Event description:
It was reported that during a recanalization procedure, the head end of the support catheter was allegedly found to have a split. It was further reported that it was confirmed after the exit of the support catheter that the head end had been split. Reportedly, the separated part was removed by cutting the blood vessel open in an operation. The procedure was completed using another device. The patient is reported to be doing well.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one seeker catheter inside its packaging. The labeling details match with the information provided. The device is noted to be detached at the distal end of the catheter. Blood residue can be seen on the device. Therefore, the investigation confirmed for the reported detachment as detachment was noted to the distal end of the seeker catheter. A definitive root cause for the alleged detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the head end of the support catheter was allegedly found to have a split. It was further reported that it was confirmed after the exit of the support catheter that the head end had been split. Reportedly, the separated part was removed by cutting the blood vessel open in an operation. The procedure was completed using another device. The patient is reported to be doing well.